Manufacturer narrative:
As these devices are not manufactured by tandem a device evaluation will not be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer changed their supplies to a different usb cable and wall adapter to address the issue.